Manufacturer narrative:
(B)(4). The investigation was completed on 12/19/2016. The failure was due to a defective tantalum capacitor.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer who reported observing smoke coming from analyzer sn (B)(4). When removing the I-stat rechargeable battery from the battery compartment, smoke was observed coming from the battery compartment. Customer reported the smoke was coming from the battery compartment and not the rechargeable battery itself and further stated there was no fire just smoke. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.